Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. Reportedly, generic alkaline batteries lasted only four days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: occlusion a review of the pump history showed variations in voltage with a sudden drop in voltage and a gradual increase in voltage. There were no cracks or corrosion observed in the battery compartment. The battery compartment and battery cap threads were found to be intact; no damage was observed. No battery alarms occurred during investigation. The pump electrical current readings were found to be within the required specifications. The pump case was removed and no internal defects were observed to the power circuits or other internal components. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.